Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly deployed. The downloaded data returned an 0x14 alarm, indicating that an occlusion occurred. No evidence was found that would result in an infection occurring at the infusion site; a root cause could not be determined. No evidence was found that would result in an occlusion occurring; a root cause for the alarm could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: cat45e/cat45, 15546-aw rev d 06/2016. Using the pod 5 / page 43: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that after wearing the pod between 4 and 24 hours on the back the patient's site was swollen and infected. The pod generated an occlusion alarm with blood glucose reading between 15 to 17 mmol/l (270 to 306 mg/dl). Hyperglycemia treated by patient activating new pod and bolus (exact amount was not provided). The patient went to see her family doctor who prescribed her with keflex (500 mg for four times a day for seven days) for the site infection. She went back to the clinic a week later because the previous antibiotic was not working as the infection got bigger which required them to prescribed clindamycin (300 mg to take twice a day for seven days).